Manufacturer narrative:
Correction to device brand name, model, catalog number, and initial reporter also sent report to FDA provided.

Manufacturer narrative:
Return requested. Replacement camera shipped to site 10/21/2015. Medtronic investigation of returned suspect polarisi spectra positioning sensor unit (psu) finds that the psu did not power up with the fault light on. A check of the event log showed a history of sensor voltage moving in and out of range dating back to (B)(6) 2014. Otherwise, the psu passed an aak test at .19 mm. Electrical failure. System fault code - sensor voltage high per event log analysis: the sensor voltage is moving in and out of range. This is an intermittent failure and the camera should be replaced. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 10/23/2015 a medtronic representative performed a navigation system check-out, software test passed. Hardware test failed. Camera fails to connect intermittently. Installed new camera, updated firmware, and tested camera. Issue resolved. System performed as intended. On 11/10/2015 a medtronic representative performed a navigation system check-out, all areas passed. Upgraded synergy cranial software. System performed as intended.

Event description:
A medtronic representative reported that a navigation system localizer was not connected. The medtronic representative was loading an exam for a procedure later that day and found that the navigation system was displaying "localizer not connected." The camera was displaying two green lights and was not continuously beeping. In trouble-shooting, re-booted the navigation system did not resolve the issue. Checked ndi configuration utility and all components were ok for the psu and scu. There were no event logs listed for the polarqis spectra system control unit (scu). Checked ndi rev 14 : sw up to date. Exited administrator and decided to check within cranial again, and found the camera was functioning. There was no patient present when this issue was identified.